Manufacturer narrative:
Based on the claim against the product by the customer noting damage to the instrument housing, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The maryland bipolar forceps instrument was analyzed, and failure analysis investigations replicated and confirmed the customer reported complaint that the maryland bipolar forceps instrument housing was broken. Failure analysis found the primary failure of broken input disk to be related to the customer reported complaint. The instrument was found to have an input disk broken. Input disk #5 was found completely detached from the base of the housing. Hairline cracks were found on the grip input shafts. Additionally, the maryland bipolar forceps instrument was found to have damage of the conductor wire¿s insulation. A piece of the insulation, measuring approximately 0.024" 0.069" in size, was found missing and was not returned with the instrument. The damage is located at the distal end. As a result, the internal wires are exposed. Electrical continuity was performed and passed. No thermal damage was observed. Instrument was found to exhibit abrasions on the bipolar yaw pulley. No material appears to be missing. The complaint was confirmed by failure analysis, which indicates that the maryland bipolar forceps did contribute to the customer reported issue. The root cause of damaged conductor wire insulation is attributed to component susceptibility to damage during use or reprocessing. Damage can result from mechanical impact, such as accidental drops of the instrument or inadvertent collisions with other instruments or hard surfaces during handling or usage. Scratches or abrasions to the yaw pulley are deemed cosmetic damage. The root cause is is typically associated with mishandling/misuse, which may include an accidental drop of the instrument or inadvertent collisions with other instruments/hard surfaces. The root cause of broken input disks is attributed to use and reprocessing conditions. The input disk component consists of ultem material insert molded over a steel pin. The insert molding process results in residual stress in the plastic portion of the input disk. These residual stresses can be susceptible to chemical or thermal stresses, which can result in the appearance of cracks in the ultem material. Under repeated or prolonged chemical or thermal exposure cycles, these cracks can propagate into larger cracks, and may cause the input disk to break and separate from the instrument. The current input disk designs are susceptible to cracking when not thoroughly rinsed following cleaning with some enzymatic detergents. This complaint has changed to a reportable malfunction due to the following conclusion: the maryland bipolar forceps instrument had conductor wire damage. The damaged/broken conductor wire has potential for electrical discharge at a location other than intended. Additionally, failure analysis acknowledges that a fragment was missing from a portion of the device that enters the patient (distal end). Based on the information provided, there was no report from the customer that a fragment from the instrument fell into the patient during the procedure. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted simple prostatectomy surgical procedure, the maryland bipolar forceps instrument housing was broken. The procedure was completed with no reported injury.